Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2017. It was reported that the patient missed a low due to inaccuracies and passed out. No additional event or patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.